Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 700 mg/dl for an undisclosed time wearing the pod. The patient¿s mother reported the patient was seen at the emergency room due to high bg levels and it appears that the pump was leaking and not delivering insulin. For now the patient is back on injections. The patient¿s mother further stated they are not using the pump right now as they had to be hospitalized. There were no further details provided. Follow up attempts are being made to retrieve additional information.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause for the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.